Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing unusual alarms and in addition, during the usual clinic visit, the eval of the recorded readings showed a pump stop. Waveforms and log files have been sent to the manufacturer for analysis. It was recommended by the manufacturer's technical service person to exchange the system controller with another system controller. No further problems have been reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.